Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred on a receiver with a serial number of (B)(6). However, a receiver with a serial number of (B)(6) was returned for evaluation. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the receiver initialized without a manual restart occurred on a receiver with a serial number of (B)(6). However, a receiver with a serial number of (B)(6) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.